Event description:
It was reported that the patient¿s entire system was explanted due to infection. The date of onset and the organism were unknown. A system replacement was planned for (B)(6) 2013. It was noted that there were no patient symptoms / injuries related to this event. It was later reported that the patient¿s infection had resolved and he was recently re-implanted with a new stimulation system.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(6) implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Initial notify date corrected to (B)(6) 2013.

Event description:
It was also reported that the device was explanted - complete on (B)(6) 2013. The patient had an infection, no issues with product. The patient was a severe diabetic and the risk of system infection was relayed to the patient. The system, did, in fact, become infected and was removed. At the time of the reporting the patient was alive with no injury. It was also reported that the reason they were in surgery was due to the lead migration (see manufacturer's report # 3004209178-2013-04733). While doing the revision, they found the infection and took system out. The patient was more prone to infection due to multiple medical reasons including diabetes. Regarding patient outcome it was noted the patient was doing awesome now.